Event description:
Overdelivery reported: the customer contact reports that an overdelivery of morphine sulfate placed a 5.0mg/ml morphine sulfate syringe/vial in the pump when the programmed (and prescribed) concentration was 0.5mg/ml. There was no pt harm or oversedation reported. According to the customer contact, "the pt exhibited no ill effects". There was no info available related to the program settings or the length of time the syringe/vial was in use. The customer contact stated "we do not consider this a reportable event and there will be no further info available. As I stated, it was a medication error."